Event description:
The article, "hybrid treatment approach for aortic and mitral disease secondary to radiation-induced heart disease", was reviewed. The article presented a case study of a 72-year-old male patient with prior mediastinal radiation for hodgkin's lymphoma, prior splenectomy, anterior st-elevation myocardial infarction complicated by ventricular fibrillation, percutaneous coronary intervention, atrial fibrillation, ischemic heart disease, valvular heart disease, and pericardial disease. It was reported that on an unknown date, a 29mm epic mitral valve was chosen for implant as part of a hybrid approach to avoid manipulation of the aorta. After procedure, the patient was removed from cardiopulmonary bypass without incident and intraoperative transesophageal echocardiography (tee) confirmed only a trivial paravalvular leak. The patient's postoperative course was largely uncomplicated aside from implantation of a cardiac resynchronization therapy pacemaker. Three weeks post-procedure, the patient underwent planned transcatheter aortic valve implantation with 26mm edwards resilia valve. [The primary and corresponding author was vincent chan, division of cardiac surgery, university of ottawa heart institute 40 ruskin st, ottawa, ontario, canada k1y 4w7, with corresponding email: vchan@ottawaheart.ca.

Manufacturer narrative:
As reported in a research article, hybrid treatment approach for aortic and mitral disease secondary to radiation-induced heart disease. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Patient had history of splenectomy, anterior st-elevation myocardial infarction complicated by ventricular fibrillation, percutaneous coronary intervention, atrial fibrillation, ischemic heart disease, valvular heart disease, and pericardial disease. Which may have contributed to the reported event. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was result of case specific circumstences as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature review: hybrid treatment approach for aortic and mitral disease secondary to radiation-induced heart disease.